Event description:
As reported by the edwards field clinical specialist, following deployment of the 23 mm sapien valve via a transfemoral approach there was moderate cai and paravalvular leak (pvl) after the 3cm amplatz extra stiff guide wire was removed from the patient's left ventricle (lv). A second valve was prepped while the interventional cardiologist placed a new guidewire into the lv. A 7 cm amplatz extra stiff guide was used to place the second valve, instead of the recommended 3 cm amplatz extra stiff guidewire. The guidewire was advanced through the sapien valve and positioned in the lv. The second sapien valve and delivery system was advanced over the guidewire. Following deployment of the second sapien valve, the cai and pvl were reduced to trivial. However, the patient started to decompensate after the guidewire was pulled out of the patient's lv. Several units of blood were hung and infused. Additionally, a pericardial tap was performed, but the pericardial bleeding would not stop and it was decided by the operative team to convert to open surgery to patch the hole in the lv. The patient continued to bleed after using 5 patches. It was decided by operative team to leave the patient's chest open for a couple of days and if the bleeding into the pericardium does not cease, they will try to patch again. Reportedly, the patient's lv was short, and when the delivery catheter was advanced into the lv the 7 cm guidewire did not make a smooth curve; consequently, it was surmised that the nosecone of the delivery catheter was pushed into the lv wall, leading to the pericardial effusion. However, this was not known until the delivery catheter was removed following deployment of the second sapien valve. Additional investigation revealed the following: the native annular diameter was 20 mm per tee. The native aortic valve was mildly calcified with the calcium unevenly distributed. There was no mitral annular calcification (mac). The image intensifier angle (iia) was described as good. The coaxial alignment of the valve and delivery system was described as fair. The initial sapien valve was positioned 50:50 across the native annulus, with a final positioning of 60:40 aortic. During valve deployment, ventilation was held, balloon inflation was held for three or more seconds, and there was no loss in pacing capture. There was no loss of guidewire positioning, nor any friction between the guidewire and the delivery system. Per report, the perceived cause of the pvl and cai was the canted deployment of the sapien valve. Following the initial report, the patient was extubated and transferred out of the intensive care unit.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. Per the instructions for use, valve regurgitation is a potential adverse event associated with bioprosthetic heart valve and the transcatheter aortic valve replacement (tavr) procedure. The edwards sapien retroflex 3 transfemoral delivery system training guide instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. In addition, the patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to paravalvular leak, including device malpositioning, inaccurate measurement of the native valve annulus, improper valve sizing, and uneven distribution of calcium on the native valve. Factors that could cause central regurgitation include over expansion or asymmetrical deployment of the delivery balloon, and inadequate coaptation of prosthesis leaflets. In this case, the root cause of the pvl and cai cannot be confirmed. However, per report, the canted deployment of the sapien valve may have contributed to the pvl/cai. There are a number of procedural and anatomical factors that may have contributed to the canted deployment, including the uneven distribution of calcium on the native aortic valve and the fair coaxial alignment of the valve and delivery system. The pvl/cai was mitigated by the placement of a second sapien valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.